Event description:
Stopped functioning after implantation. Devices are being returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected; and what looks like clamp marks were noted in the silicone housing, also a needle hole in the needle chamber. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The bactiseal catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested. Leaks were noted form the needle hole in the needle chamber as well as from the clamp marks in the silicone housing. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve failed the test; during the programming process the cam mechanism did not move. The valve was pressure tested at 200mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Marks in the valve casing were also noted. The root cause of the marks in the silicone housing and on the valve casing could be due to using un shod clamps. As noted in the IFU silicone has a low tear/cut resistance. No defects found with the catheters. Review of the history device records confirmed the valve, product code 82-3184 with lot number crbdcw, conformed to the specifications when released to stock on the 17th march 2014. Review of the history device records confirmed the catheters, product code 82-3072, with lot number crgcw7, conformed to the specifications when released to stock on the 10th june 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.